Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed incoming ECG fall-off test. Upon evaluation, the front therapy electrode (te) cable was pulled from the distribution node (dn) strain relief, damaging the j703 connector on the dn pca board. The cause of the constant gong alarms is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable and connector.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.